Event description:
It was reported that the user experienced a severe high blood glucose event after eating waffles while using the ilet bionic pancreas, and the cause of the hyperglycemia was unclear. Symptoms included hyperglycemia with a high blood glucose level of 400 mg/dlwithout diabetic ketoacidosis. Outcomes included self-treatment at home without hospitalization. Investigation included a review of available complaint details and an attempt to collect additional information by phone. Investigation of this case revealed that the cause could not be determined due to limited information. It was concluded that no device malfunction could be confirmed and that the event was non-serious with unknown device involvement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.